Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was hot to touch while charging. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.